Event description:
During use in a cardiopulmonary bypass procedure, the device would intermittently switch to battery. The device was replaced and the procedure was concluded without incident. There were no reported adverse consequence to th pt as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Eval in progress, but not yet concluded.